Event description:
A malfunction on a pump was reported by the caller. There was no adverse impact to the customer¿s blood glucose level. Technical support provided pump reset information and assisted the caller in resetting the device, after which the malfunction code did not recur. The customer was advised to continue using the pump and contact support if the issue reappeared, and the caller acknowledged this advice.